Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set fell off event during use on date 27-june-2024. The infusion set was in use for less than 3 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.